Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot#: n597409, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the ¿whole pump system¿ was explanted (B)(6) 2016 due to infection. The pump system was discarded. It was planned to replace the pump in the future. The issue was resolved and patient status was alive; no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.